Event description:
On (B)(6) 2010, the patient reported the down button of her infusion device is no longer functioning. She noticed the issue 2 weeks ago while attempting to bolus. She stated the button does not depress and stays "popped up." No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.